Event description:
It was reported that post implant on (B)(6) 2013 the patient experienced diaphragmatic stimulation. As a result, the left ventricular pacing vector was turned off. The lead was explanted and replaced on (B)(6) 2013 during a routine device change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead was turned off after implant.